Event description:
It was reported that the pt's device was replaced due to an infection. The pt claimed that the device has caused shocking. No other symptoms or outcome were reported. Add'l info has benn requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.